Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: h6. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley was difficult to remove. Reportedly, the staff tried to remove the foley for upward of 30 minutes. The complainant indicated that the issue may be related to the staff possibly using some force with the syringe which lead to the collapse of the lumen. Per additional information received, the nursing staff reported that upon removal, the foley balloon did not completely deflate and caused a lip on the foley.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley was difficult to remove. Reportedly, the staff tried to remove the foley for upward of 30 minutes. The complainant indicated that the issue may be related to the staff possibly using some force with the syringe which lead to the collapse of the lumen. Per additional information received, the nursing staff reported that upon removal, the foley the balloon did not completely deflate and caused a lip on the foley.